Event description:
Allergan aesthetics received a report of a patient treated submental around (B)(6) 2019 with coolsculpting developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2021 by medical doctor.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required according to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks. The investigation is ongoing.

Event description:
Allergan received a report of a patient who received coolsculpting to the submental and has developed paradoxical hyperplasia and experienced pain.